Event description:
A vns patient indicated that he began experiencing a shocking sensation in his throat after being hit in the chest during an altercation with a family member. Following this event, the patient indicated that he was no longer able to feel stimulation only an intermittent warming sensation in his neck. The patient reportedly met with a local vns therapy physician who referred the patient for revision surgery after receiving a high impedance warning during device diagnostic testing. Upon reviewing the patient's available programming data, it was identified that the patient received a high impedance warning during system diagnostics testing four years earlier. During this time, the patient contacted the manufacturer and indicated that he was experiencing events of erratic stimulation. Follow up correspondence with the patient's treating vns therapy physician at the time resulted in a decree that no abnormalities had been seen during device diagnostic testing and that the event had been resolved through parameter adjustments. The patient underwent generator revision surgery, which reportedly resolved the high impedance issue. Follow up with the patient's revision surgeon revealed that he had been unable to determine the root cause of the high impedance issue. The surgeon indicated that no intraoperative device anomalies were identified during the revision surgery and that device diagnostics confirmed proper device function following generator replacement. Good faith attempts for product return have been unsuccessful to date.